Event description:
A valiant captivia stent graft was implanted during the endovascular treatment of an intramural hematoma. It was reported that during the index procedure, during deployment of the valiant graft the tip of the stent graft became bent. Due to the distal unloading of the bent stent of the tip end, an additional stent was added to complete the procedure. Per the physician the cause of the deformation is undetermined. No additional sequelae were reported and the patients is fine.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Additional information received: it was reported the valiant captiva did not deploy in the intended area due to bent tapered tip. Therefore a second stent graft was implanted to complete the treatment. No issues were noted with the stent or delivery system prior to insertion into the patient. It is unknown if there were any other issues noted apart from the difficulty retracting the graft cover and the stent graft being in accurately delivered. It was confirmed when the tapered tip could not be retracted normally ,it resulted in the stent graft being displaced distally and it failed to effectively cover the lesion . Therefore another stent graft was implanted. There was no calcification in the patient's diseased blood vessel, and the patient's blood vessel had no special physiological anatomy that may have contributed to the bending of the tapered tip. Film evaluation summary: conclusion the reported stent graft inaccurate delivery was confirmed on the films provided; however, the exact cause of the event could not be determined on the limited films provided. The tapered tip deformation and deployment issue could not be confirmed. Procedural angiograms showing capture and removal of the tapered tip during removal of the delivery system were not received for thorough analysis of the event. There did not appear to be any obvious adverse patient anatomy (e.g. Acute angulation) that was a factor in the reported event but lack of pre-implant CT¿s did not allow for a thorough assessment of the pre-implant anatomy. Analysis of the returned still angiogram images did not reveal any out of specification stent graft integrity issues but a delivery system issue can not be out ruled as a potential cause. It is also possible that some procedural factors may have contributed to the events reported but this could not be confirmed. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.